Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting down. The customers blood glucose (bg) was ¿high¿, however, a specific value was not provided. Reportedly, the customer did not take any actions to address the high bg. Customer declined follow up with tandem customer technical support. No additional information was provided.